Manufacturer narrative:
One opened probe was received, without tip protector, in a zip top bag. At the time of receipt, was noted that the needle and stiffener were detached from the probe. The sample was visually inspected and found to be nonconforming with the probe needle/stiffened pulled out of the needle holder, confirming the received condition. The inner cutter was observed to be broken. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the report of metal sleeve on vit came off the probe. The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the metal sleeve on the vitrectomy probe broke, fell in the patient¿s eye and removed during a vitrectomy procedure. The probe was replaced with another one and the procedure was completed. There was no harm to the patient.